Manufacturer narrative:
Evaluated 1 open or used reservoir .performed pre-fill reservoir test per dop114-811 and es9041 using a new lab transfer guard. Found leakage anomaly during filling. Also performed a visual inspection using dop114-811doc appendix f; performed a visual inspection and found a large crack at top of the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was leak at the reservoir barrel. The customer¿s blood glucose level was unknown. The customer reported that there was leaking reservoir during filling insulin inside reservoir. Troubleshooting performed. The device will not be returned for analysis.